Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device history log. The device was put through extensive testing without duplicating any malfunction to the device. It was recommended the analog board be replaced to reduce the probability that the problem may reoccur. However, the customer declined the recommended repair. The device was returned to customer unrepaired and labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.